Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/02/2018 that on (B)(6) 2018 a loss of connection between the transmitter and smart device occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. The root cause was determined to be caused by the smart device platform/operating system.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A (B)(6) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.